Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were removed. The explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7085988/7085165.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were removed. The explanted devices were not returned. Additional information was received that the reason for the device removal was that it caused the patients increased anxiety and the patient was not getting an adequate pain relief.